Manufacturer narrative:
Continuation of d10: product ID m995402a001, lot#, serial# (B)(6), implanted: explanted: product type, product ID 97745 lot# , serial# (B)(6), implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#:(B)(4). H3: analysis of the controller ( serial (B)(6)) found there was a cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was that the controller didn't work. Patient stated that every time they tried to charge the controller, the controller would blink for about two seconds and the controller would just shut right off. Pt said that when the controller was charged, the last couple times they went to turn the implant (ins) up or down, the controller shut off or just did whatever it wanted to. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt said that it was hard to remove the battery pack from the controller; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt said that the controller light flashed once and that they thought the light was yellow and then the light went off. The issue was not resolved. An email was sent to the repair department to replace the battery pack.  Pt called back and reported when using the replacement battery pack the controller still won't turn on or take a charge. Pt said they briefly got a green light to flash on controller, but then displayed something like 'install battery pack' message. Pt hasn't been able to get controller back on again after that. Pt confirmed the ac power supply plug wasn't wiggly/da maged. Pt asked, agent explained pt could send both old controller and li battery back in the same box after getting controller replacement. A replacement controller was sent to the patient.